Event description:
A customer contacted beckman coulter regarding a possible sample misidentification when runnning pt sample on coulter lh 750 instrument in 2005. The results for pt a were printed with pt b demographics. The customer indicated that the sample of pt b was tested on this instrument in the past (12/04) with the same ID as pt a. The misidentification was noted by the customer during sample a comparison with the lab information system (lis) computer data. The customer indicated that sample ids are re-cycled every 8 weeks, but ids are never re-cycled in their lab. The customer indicated that the auto-delete option was enabled at the time of this event. It was set to delete automatically, every 24 hours, all samples from a to do list entry and all completed samples. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.